Manufacturer narrative:
The reported events of failure to capture and dislodgement could not be confirmed. The reported event of stretched helix was confirmed. Visual inspection showed that the outer helix was stretched out of specifications. The outer helix elongation is consistent with having occurred during procedure. Further analysis was performed, including output verification for capture, and the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. After implanting the device in the right ventricle septum, loss of capture was noted. The device had dislodged and was located on the right atrium. The device was retrieved and noted to have the helix sprung. A new leadless pacemaker was then implanted successfully. The patient condition was stable.